Event description:
It was reported that the atrial lead exhibited a threshold rise from 0.5 v at 0.5 ms to 3.25 v at 1.5 ms, and sensing dropped from 4.4 mv to 0.2 mv. Fluoroscopy revealed that the lead had dislodged.